Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2), ua2 uric acid ver.2 (ua2), potassium, bun and creatinine on a cobas 8000 c 702 module. It is not known if the incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The results were from a sample cup. Upon repeating the same sample, the results matched the previous values for the patient. The customer wondered if the sample cup was contaminated. The customer has not had any additional issues and did not request any further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.